Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received a error in the motor was detected by reading unexpected value from hall sensor. Insulin pump was unable to clear the alarm. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer was not calling back after installing a new battery and monitoring the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged pump error 43 alarm loop and missing segments/partial display found on august 23, 2021. The insulin pump powered up properly after battery installation. No unexpected pump error 43 alarm loop noted. Insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap/reservoir does not lock in place and unable to verify and perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. No missing segments/partial display noted during the testing. Successfully downloaded history files and traces using thus. No pump error 43 alarm recorded and found in the formatted history file for the event date. However, pump error 43 alarm was recorded and found in the formatted history file on: 08/24/2021 03:48:47.000, 08/24/2021 03:50:44.000, 08/24/2021 03:53:13.000, 08/24/2021 03:56:21.000, 08/24/2021 04:00:46.000, 08/24/2021 04:04:13.000 and 08/24/2021 04:06:28.000. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 43 alarm loop was confirmed due to corrosion on the electronic assembly and motor assembly noted. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Missing segments/partial display was not confirmed. Pump error 43 alarm was confirmed due to corrosion on the electronic assembly and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.